Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result when testing a patient isolate with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600972103). Repeat analysis with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600972103) produced a susceptible oxsf result. Additionally, the customer performed disk diffusion testing for both cefoxitin screen and oxacillin (ox). Both obtained susceptible results. Initial vitek 2: cefoxitin screen = pos (resistant). Oxacillin = mic 0.5 (aes changed to resistant). Repeat vitek 2 cefoxitin screen = neg (susceptible) oxacillin = mic 0.5 (susceptible, no interpretation change) disk diffusion oxsf = susceptible ox = susceptible the initial discrepant result was not reported to the physician. The susceptible results were reported to the physician after completing the disk diffusion testing. The customer reported that this event did not lead to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus when testing a patient isolate with the vitek® 2 ast-p580 test kit (reference 22233, lot 3600972103). The strain was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus via vitek® 2. Investigational testing included testing the strain using reference methods as well as analyzing the strain on the vitek ® 2 using the customer's lot (3600972103) and a random lot (3600987103). Both card lots were tested in duplicate. ----reference test results:---- agar dilution (ad) oxacillin: mic = 0.5 mg/l (susceptible) cefoxitin disk diffusion: 24 mm (susceptible) pbp2a = negative ---- vitek® 2 ast-p580 results---- all four ast-p580 cards tested (lots 3600972103 and 3600987103) were oxsf negative and had oxacillin mics=0.5 mg/l (susceptible). ----conclusions---- the customer's false positive cefoxitin screen results were not reproduced. The vitek® 2 ast-p580 cards and reference method results are in agreement for oxsf. The ast-p580 card lot 3600972103 is performing as expected. Vitek ®2 ast-p580 lot 3600972103 met final qc release criteria. This lot passed qc performance testing.